Event description:
It was reported that the patient had received a vibratory alert from their implantable cardioverter defibrillator. Device interrogation revealed that the device was at eri on (B)(6) 2022 and then went to end of service on (B)(6) 2022. Premature battery depletions was suspected. Voltage circuitry revealed no anomalies. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.